Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The probe of the subject device fell off after using it for a short time. On the screen, the probe was in contact with metal. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that there was a broken at 18.5mm from the distal end of the probe. The scratch was not found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface are blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1as the vicinity of the origin of the fracture surface are blackened, a crack was generated in the probe due to a load such as a spark. 2the crack then extended when load to grab tissue or activate the device was applied to the probe. And the probe broke off in the end. The circumstances likely causing such spark could not be identified. The above device handling has warned in the instruction manual.